Event description:
The customer reported the instrument did not flag blast cells for five different patient samples involving the coulter lh 780 hematology analyzer. The customer stated manual count on slides indicated blast cells. Patient samples were performed in primary (automatic) mode during the analysis. On (B)(6) 2012, the customer stated the samples were reanalyzed on the alternate coulter lh 750 hematology analyzer which generated a blast cell flag suspect messages. The erroneous results were not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The customer spoke with the field service engineer (fse) during investigation and determined the sensitivity settings on the instrument needed to be adjusted to a higher sensitivity. The field service engineer (fse) adjusted the sensitivity settings to have the algorithm be more sensitive to immature white blood cells (wbcs) and resolved the issue. The instrument was in operation. All three levels of quality control were analyzed prior to the event and recovered within range. The unit was performing within qc specifications with respect to controls (accuracy) and reproducibility (precision).